Event description:
It was reported that; during xia3 surgery, the surgeon tried to use the crosslink connector. When the surgeon checked the crosslink connector, it was not possible rotating the set screw. Therefore the surgeon changed the crosslink connector to another connector.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the returned connector was confirmed to have a jammed set screw. This was likely the result of the set screw being fully backed out past the acceptable position. However, the screw was torqued back to a usable position and was then found to be fully functionalconclusion: the most likely cause of the customer reported event is the customer fully backing out the set screw past its usable position, which resulted in its jamming.

Event description:
It was reported that; during xia3 surgery, the surgeon tried to use the crosslink connector. When the surgeon checked the crosslink connector, it was not possible rotating the set screw. Therefore the surgeon changed the crosslink connector to another connector.